Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced difficulty recharging his device. He was unable to get more than 2 shaded coupling bars. How to recharge was reviewed with the patient by the manufacturer's patient services. Patient was redirected to his physician. Patient reports the antenna jack had missing plastic inside. The broken piece was replaced by the manufacturer. Additional information from the physician reported the ins was flipped. A revision was done on (B)(6) 2010, repositioning the ins in the pocket. After surgery the patient had satisfactory results and recovered without sequela.